Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer current blood glucose is 558 mg/dl. The customer was treated for high blood glucose with bolus. Customer reported that they have a backup plan available. The customer was explained the 2 high blood glucose rule. The customer was advised that we will send out a replacement infusion set and return his used infusion set. Customer believes that it is the infusion sets that cause his high blood glucose and declined to troubleshoot.